Event description:
The saw blade used during total joint surgery broke during the case. All contents were removed from the sterile field and a new blade was opened. The second blade then broke after a few minutes as well. All contents of the second saw blade were also removed from the sterile field and a third was opened. An x-ray was taken prior to the doctor. The doctor was called into the room to state that no metallic fragments were seen and the x-ray was negative for foreign bodies.